Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The (se) replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and updated the backlight inverter. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that a 840 ventilator had a graphic user interface (gui) display diagnostic message and failed to alarm. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.